Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) rehabilitation hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and disconnected mode. A technical support specialist (tss) identified that the issue was caused by the data management service updating all storage spaces and repeatedly sending the same information during each publication cycle, which caused the data service to become unresponsive. The tss stopped the integration service on the internet information services server, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in critical override and disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.